Manufacturer narrative:
Manufacturer's report date 12/18/97. The pump was not returned to the MFR for evaluation. Co was advised that the biomed suspected the pump's were being stopped when the user visually saw the drip chamber was empty prior to an air-in-line alarm. The unit was tested by the user facility and was found to perform within manufacturer's specifications. Co has been advised that the unit has been placed back into service at the facility. Since the pump will not be returned, no further investigation can be performed.

Event description:
It was reported that the bag emptied and air was noted in the line near the pt. The pump did not alarm. There was no resultant pt complication.